Event description:
The event is reported as: after the third clip, the tip of the applier broke. No patient injury reported.

Manufacturer narrative:
The device sample is reported as available for evaluation. The device sample was not received at the time of this report. The results of the investigation are not available at the time of this report.